Event description:
Customer called to report a syringe that broke during patient use from a spinal tray. No patient injury has been reported. Product surveillance has made numerous attempts to obtain additional information regarding the reported event. No information has been received on this report.

Manufacturer narrative:
Device is not available for evaluation.